Event description:
It was reported while preparing for implant of a pump the surgeon completed initial programming. When the surgeon would update the display on the physician programmer, it showed "motor stall." The pump was still in the original unsealed box. The surgeon implanted another pump without problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump (serial # (B)(4)) revealed under infusion at maximum rate only; the root cause was undetermined.